Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter, in 2001, patient's blood glucose was 169 and 81 mg/dl. Tests were done 10 minutes apart. Pt did not experience any adverse events no further information has been reported.